Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, no patient information provided.

Event description:
It was reported that there were a "couple of splashing events with the maxzero." There was no report of patient harm.